Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported during a gesture, the spiral electrode shifted in relation to the support. The installation and the extraction of the device was carried out with difficulty. Harm was reported to the child.

Event description:
The customer reported during a gesture, the fetal spiral electrode shifted in relation to the support. The installation and extraction of the device were carried out with difficulty. The device was in patient use at the time of the event. It was reported that there was harm to the patient¿s heart. It was later that the customer confirmed the patients did not need any other medical intervention to resolve their issue. Philips reached out for more information regarding the incident and to see if the product was available for return. The customer confirmed that there was no harm to the patient. Unfortunately, we did not receive any material back for evaluation. Without the material being returned, we are not able to perform an evaluation to determine the cause of the reported incident. The defective device was not available for evaluation. No evaluation could be completed to confirm the device issue.